Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported during the patient's scs system trial procedure, the physician was not able to gain epidural access and was unable to implant the lead due to scar tissue build up from a fusion hardware. No adverse patient consequences reported.